Manufacturer narrative:
The sample was received for analysis. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. The reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube was leaking air. Customer indicated that a tube replacement was required.

Event description:
Medtronic received a report the cuff on the tracheostomy tube was leaking air. Customer indicated that a tube replacement was required.